Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was damaged face plate and knobs. The nurse reported desaturation on patient. The delay of therapy was unknown and adverse patient effects are unknown.

Manufacturer narrative:
One device was received for investigation. Device was received in with a bowed front panel on the left side of the manometer and missing o2/relief knobs. Based off the visual inspection the reported complaint is confirmed. The root cause is impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.